Manufacturer narrative:
Batch review performed on 1 june 2022. Lot 2112476: (B)(4). Expiration date: 2026-sep-23. No anomalies found related to the problem. (B)(4). Clinical evaluation performed by medical affairs director a few weeks after primary tka in a rather difficult case, some articular instability is reported by the patient and the surgeon decides to replace the tibial insert with a thicker one. There is not reason to suspect a faulty device. Visual inspection performed by r&d project manager revision surgery of a gmk sphere implant due to mid-flexion instability after 1 month and a half from primary implantation. In the revision procedure, the surgeon removed the liner to insert a thicker one to enhance stability. From visual inspection of the explanted tibial insert sent back for inspection, some scratches can be noted on the articular surfaces of the tibial insert, extending in the anteroposterior direction. Those signs were most likely caused by the instruments used to remove the insert from the joint. No further anomalies can be noted on the component. From visual inspection, there is no evidence that the event is related to a faulty device.

Event description:
The patient had knee pain and a feeling of mid-flexion instability. About 1 month and a half after the previous surgery, the surgeon changed to a thicker inlay. The patient had the primary surgery on (B)(6) 2013 and already had two revision surgeries, on (B)(6) 2014 and on (B)(6) 2022.